Event description:
Allegedly, the patient was revised due to infection. All components were removed. Cultures done.

Manufacturer narrative:
The complaint database has been reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00644, -00645, -00646. This report will be updated when investigation is complete. Trends will be evaluated.